Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision pc did not boot up successfully. The device was outside of clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was in clinical use as the event occurred and during planned/non-emergency treatment the issue got occurred. The procedure was completed by using another system. It was reported that the flex vision pc was not turning on. Upon troubleshooting, remote service engineer (rse) inspected the system flex vision isn't turning on with the system. The defective flex viewing pc 4fg was returned for failure analysis and confirmed that the failed component was bios. Philips field service engineer (fse) visited onsite and confirmed that the flex vision pc was faulty. Fse replaced the flex vision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.